Event description:
It was reported that the rn went to check on the progress of the infusion therapy through IV pump and found that the primary bag of normal saline was significantly larger in volume compared to its initial volume of 250ml. Arsenic trioxide 9.5mg/291ml was infusing through secondary set with 50ml remaining volume at the time the event was discovered. It was believed that the secondary infusion back flowed into primary bag. It was mentioned that 2 extension hangers were used to lower the primary bag. The rest of the medication was infused to the patient. There was no patient injury. The event occurred at transfusion department."

Manufacturer narrative:
Cont¿d d.11: 250ml baxter bag, lot: w9k16b0, exp: feb21, 0.9% sodium chloride injection; 250ml baxter bag, lot: w9k16b0, exp: feb21, arsenic trioxide 0.5mg in 0.9% sodium chloride injection. The customer's report that the secondary infusion back flowed into primary bag was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed within the tubing throughout the sets. The check valve was visually inspected under a lab microscope and was noted to be assembled correctly with the silicone membrane centered. No anomalies or evidence of damages were observed with the sets during initial visual inspection. Functional testing was performed; it was observed that the water from the secondary set was flowing into the primary set¿s IV bag passed the check valve, confirming the customer¿s report of backflow. The root cause that the secondary infusion back flowed into primary bag was not definitively determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. It is the customer's policy not to provide patient demographics.

Event description:
It was reported that the rn went to check on the progress of the infusion therapy through IV pump and found that the primary bag of normal saline was significantly larger in volume compared to its initial volume of 250ml. Arsenic trioxide 9.5mg/291ml was infusing through secondary set with 50ml remaining volume at the time the event was discovered. It was believed that the secondary infusion back flowed into primary bag. It was mentioned that 2 extension hangers were used to lower the primary bag. The rest of the medication was infused to the patient. There was no patient injury.